Event description:
The pt presented with subclavian artery aneurysm and tortuous vessel anatomy. The guidewire was introduced via brachial access with difficulty. Without the aide of an introducer sheath, a gore viabahn endoprosthesis was advanced into the innominate artery. Before the device reached the targeted treatment zone, the device was apparently damaged. The constrained device was removed and the pt was transferred to the or to surgically treat the aneurysm.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Failure to follow the product's IFU may have contributed to this event. Per IFU, an introducer sheath is listed as a required material for implantation of the device.